Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that, during the implant procedure of this right atrial lead, it was noted that the screw was outside the lead since it was inside the sterile packaging. This issue led to the screw jumping in and out of the lead, which was causing lead dislodgement while trying to implant the lead. It was decided not to use this lead, and another one was implanted instead. This lead is expected to be returned for analysis. No adverse patient effects were reported.

Event description:
It was reported that, during the implant procedure of this right atrial lead, it was noted that the screw was outside the lead since it was inside the sterile packaging. This issue led to the screw jumping in and out of the lead, which was causing lead dislodgement while trying to implant the lead. It was decided not to use this lead, and another one was implanted instead. This lead is expected to be returned for analysis. No adverse patient effects were reported.